Event description:
It was reported the patient's intrathecal drug delivery catheter fractured. In 2009, the patient had gone to the ER for increased pain symptoms and new problems with motor function. A CT scan had been performed which confirmed a fracture. The patient reported a metallic smell and was in so much pain, the physician indicated she was going through morphine withdrawal. It was also reported there was free floating pieces from the catheter. Additional information received indicated the cause of the event was unknown. The pump and catheter was explanted. Symptoms included weakness of an unknown source. A pump rotor study indicated the rotor was functioning. The physician indicated the patient's catheter has been fractured "since at least 2006." It was discovered as an incidental finding. The weakness that caused admission was evaluated by neurosurgery and neurology and is of an unknown source. The patient outcome was reported as a non-serious injury and the patient was "improving with no injury for now at least".

Event description:
Additional information received reported that at the time of the catheter fracture, the patient experienced burning in the legs. The medication in the pump at the time of the event was morphine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4) applies only to the pump. The previously reported device codes remain.

Event description:
Additional information was received from a consumer. In "(B)(6) 2009" it was discovered that the catheter was fractured. It was stated that the doctor that put the pump in misdiagnosed the catheter issue and the patient was in a lot of pain.

Event description:
Additional information was received from a consumer (con) on (B)(6) 2017. It was reported that the patient had 6 herniated discs beginning in 1989 and then the patient had a slipped disc that began just before (B)(6) 2016 and was diagnosed approximately 3 weeks ago, (B)(6) 2017 (around the (B)(6)). The neurosurgeon recommended the patient have an MRI. The patient reported "burning pain in legs" that began when patient was first injured in 1989, the patient also reported meralgia of the left peripheral in 1989. Patient stated that it took two years to realize it was damaged to the nerve in the femur and that there was so much scar tissue and injury that the nerve was permanently damaged. Patient stated that the catheter broke and "a little piece was left behind and floats around in patient's body" because the doctor thought it was not safe to try and remove it. No further complications were expected or anticipated.